Event description:
The following information was reported to gore: on (B)(6), 2022 the physician was tracking a 6x10 viabahn through a long 6fr sheath and the viabahn became stuck and partially deployed, the sheath with viabahn was removed and replaced with a new 6fr long sheath. A 2nd viabahn was deployed successfully. Patient information was requested but none has been provided.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the device met pre-release specifications. Due to no device return, an investigation could not be performed.

Manufacturer narrative:
B3: event description was updated. After further review with additional information, this complaint was deemed non-reportable. Therefore, this report is being retracted.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient presented for stenotic occlusion treatment in the external iliac artery. The physician was tracking a 6x10 gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) through a long 6fr x 45cm merit sheath when the vsx device became stuck and partially deployed. The sheath with the vsx device was removed together. A new 6fr long sheath was placed and a second vsx device was advanced and deployed as intended.